Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of in morning 80 mg/dl and after 2 hours was 60 mg/dl. The user alleged the insulin pump was over delivering insulin. Customer did not want to troubleshoot and just wanted to get a replacement insulin pump was within warranty. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.